Event description:
It was reported that this was an attempted lead due to left bundle however left bundle capture could not be obtained therefore right atrial (ra) and right ventricular (rv) leads were implanted and remain in service. The field representative noted this lead was fine but was left with the hospital and is not expected to be returned. No adverse patient effects were reported.